Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 22-23, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed droplets of fluid inside the yellow bag that contained the device which suggested a possible leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked inside the bag from an unspecified location. The pump contained 2250 mg fluorouracil and 0.9% sodium chloride for a total volume of 115 ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.